Manufacturer narrative:
(B)(4). The reported inability to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that patient was in intensive care unit due to a stroke. Interrogation with multiple programmers and telemetry tests were unsuccessful. Device was successfully explanted and replaced. Patient was in good condition.